Event description:
The patient was reportedly very ill from an abscess on their back side. It was in an area of their lower spine. The abscess was drained by radiology. The patient was given multiple antibiotics, and they were hospitalized. The patient had improved to the point that they were moved out of the medical intensive care unit (micu) to the floor. The pump contained lioresal and prialt.

Event description:
Additional information was received that the patient had a spine infection. The patient had an abscess on their spine and also one in their abdomen and thought it was around the pump site. This was a gradual change in therapy/symptoms. The infection was confirmed however the patient was on antibiotics at the time so they didn't do a culture. The healthcare provider had done MRI's as the abscess wasn't clearing up. It was noted that the patient had osteomyelitis (was diagnosed with this condition in 2012). The patient's pump and catheter were explanted (B)(6) 2016. Per the patient the infection had resolved and the patient would be getting another pump sometime in the future but didn't know when.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).